Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed error 41 associated with an insulin shaft rewind malfunction on multiple restarts, and replacement supplies were provided after troubleshooting and education were completed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health or need for medical care. Investigation included a review of the alarm history and user-reported performance during restart attempts. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.